Event description:
It was reported that during a surgical procedure at the user facility that device vibratration caused a cut into the patient's bone. The procedure was completed successfully. No adverse consequences, medical intervention, or surgical delay were reported

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress.

Manufacturer narrative:
Service evaluation duplicated symptoms tied to vibration, and the handpiece also stalled while cutting. The device was repaired and returned to the customer.

Event description:
It was reported that during a surgical procedure at the user facility that device vibration caused a cut into the patient's bone. The procedure was completed successfully. No adverse consequences, medical intervention, or surgical delay were reported.